Event description:
(B) (4).

Event description:
It was reported the patient died "out of hospital," and oversensing was questioned. The manufacturer's representative reported "there is no suspicion that oversensing was the cause" of the patient's death. An autopsy was going to be performed. The cause of death has been requested but not received. There is no allegation from a healthcare professional that the death was device related.

Event description:
It was reported the patient died "out of hospital," and oversensing was questioned. The manufacturer's representative reported "there is no suspicion that oversensing was the cause" of the patient's death. An autopsy was going to be performed. The cause of death has been requested but not received. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The cause of death has been requested but has not been received. There was no indication that the death was device related. The ICD model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The cause of death has been requested but has not been received. There was no indication that the death was device related. The ICD model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: no anomalies were found. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The cause of death has been requested but has not been received. There was no indication that the death was device related. The ICD model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) no anomalies were found. (B) (4) no anomalies found. Proximal segment returned and analyzed.